Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that damage in insulin pump. Blood glucose was unknown. Customer also reported that moisture was present in insulin pump. Troubleshooting was performed insulin pump was exposed to moisture. During self test the insulin pump was not vibrated. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit failed to vibrate during self test due to vibrator motor connector broken black wire. Unit had cracked lcd window, cracked case at display window corner. No moisture damage on keypad or electronic assembly during visual inspection noted.